Event description:
It was reported that no graphics were visible on the pump display. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.